Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for correction - duplicate. Following the submission of the initial MDR, it was determined that this is a duplicate of complaint pr (B)(4). This MDR is be void.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:302830 batch#:4059791. It was reported by customer that the 20 ml luer-lok tip syringe opened to draw up medications. Seal was intact so the syringe was "sterile", but there was questionable red/brown substance on the syringe end therefore contaminated. Verbatim: rcc received a complaint via email. Email(s) attached. Event date: 4-26-2024 event description: ¿20 ml luer-lok tip syringe opened to draw up medications. Seal was intact so the syringe was "sterile", but there was questionable red/brown substance on the syringe end (therefore contaminated).¿ harm to team member or patient? No injury. Product name: item-1120080 - syringe 20ml luer loc tip product ref: (B)(4) lot number: 4059791 bd customer account number: (B)(6). No photo or sample available at this time.